Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had smoke coming from the handle right where the trigger is located and there was a scent of burning plastic. Device was set to power setting 3. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had smoke coming from the handle right where the trigger is located and there was a scent of burning plastic. Device was set to power setting 3. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Microscopic inspection showed that the wire on the hot jaw was bent and detached from the tip and center but remained attached at the base. Charred tissue and blood were observed around the heating element and at the base of the jaws. The silicone insulation appeared intact with no signs of cracks nor delamination. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. There was no smoke coming from the handle right where the trigger is located and there was no scent of burning plastic. The jaws were then cleaned with a gauze pre-soaked in saline water to remove charred tissues and traces of dry blood. A pre-cautery test was performed a second time. No smoke and/or steam which could be considered excessive was observed. To evaluate the safety shut down of the system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.675 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the results of the investigation, the reported failure "environmental particulates" was not confirmed. The analyzed failure "material twisted/bent" was confirmed. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.